Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual evis lucera gif/cf/pcf type 260 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual evis lucera gif/cf/pcf/sif type 260 series reprocessing manual describes how to prevent for the suggested event in chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera colonovideoscope lens was cloudy. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the nozzle had foreign objects due to insufficient cleaning. Additional findings include the following: water tightness was lost due to a pinhole on the channel tube, the connecting tube had a scratch, the adhesives around the light guide lens had a white-clouded area, the light guide lens had a crack, the adhesive around the objective lens was peeled, the objective lens had a scratch, the suction cylinder was shaved, the expected insulation capacity could not be obtained due to a cut on the heat shrinking tube of the forceps elevator lever, the universal cord had a dent, the electrical connector had corrosion due to water leakage, the scope connector had corrosion due to water leakage, the adhesive on the bending section cover had a white-clouded area / crack, the bending section cover had a scratch, the play of the up / down knob was out of the standard value due to wear of the angle wire, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the image guide protector was damaged, and a noisy image occurred due to damage on the charged coupled device unit. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.